Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering observed that the distal end of the insert is missing the clamp arm. One side of the hinge feature that mates with the clamp arm pins is severely bent backwards. The damage appears to be consistent with hyperextension of the clamp arm, leading engineering to conclude that the breakage was most likely caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences. Do not attempt to bend, sharpen, or otherwise alter the shape of the blade. Doing so may cause blade failure and user or patient injury. Avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips, or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by a generator solid tone or an instrument error. Care should be taken not to apply pressure between the blade and clamp arm without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed.

Event description:
It was reported that during a da vinci s sigmoid colectomy procedure, the surgical staff observed that a piece of the harmonic curved shears insert accessory was missing when it was inserted into another port. The missing piece was located in the patient and successfully retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.